Event description:
The patient claimed that the animas pump will not power on. There was no product misuse. The patient was unable remove the battery cap to replace the battery. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4). The pump was returned and evaluated by product analysis on (B)(4) 2014 with no defects found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap was confirmed to have increased resistance when attaching to the pump. The battery cap was found to be damaged. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.